Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, removal difficulty occured and the guide wire coating detached. The patient presented with angina and was brought to the cardiac catheter lab for cardiac catheterization. Access was obtained through the right femoral artery. The 60-70% stenosed lesion was located in the left anterior descending (lad) artery. Femoral access was obtained. Intravascular ultrasound (ivus) was used. A pt2 moderate support 185cm guide wire was advanced to the lesion. Another manufacturer's stent was implanted. The pt2 guide wire was pulled back. A safety loop had been formed in the wire during placement, but the wire was caught in the distal end of the stent on pullback. The wire was unable to be advanced or withdrawn, and an unknown balloon was attempted for assistance unsuccessfully. The wire was withdrawn, and a segment of the hydrophilic coating was removed from the distal tip of the wire, estimated to be less than 1cm. The stent was bent during the removal of the wire. Another pt2 wire was advanced to the lesion and an unknown balloon was used to dilate the stent. A second stent was implanted overlapping the first stent, to secure a segment of the hydrophilic coating piece. The other half of the coating migrated to the very distal tip of a small septal perforator. The procedure was completed with the device. The patient status is fine.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).